Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent in sensor base. Insertion needle is not broken. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that introducer needle was fractured while in the body. Customer was noticed that there was a bleeding while inserting. The customer was assisted with troubleshooting. The sensor will be returned for analysis.